Event description:
It was reported that on the electrogram (egm) of a specific stored episode, this right ventricular (rv) lead exhibited noise on both the rv pace and sense channel and the rv shock channel. This noise was oversensed resulting in pacing inhibition with asystole of greater than two (2) seconds observed. The patient was noted to be pace therapy dependent. Boston scientific technical services (ts) reviewed the episode and questioned if the noise was due to electromagnetic interference (emi), even though noise was not visible on the right atrial (ra) channel of the egm. It was noted that the other lead trending data from the previous two (2) days is stable, which also suggests possible emi. Ts provided guidance to the boston scientific representative (rep) that they could try increasing the gain on this episode to confirm if there is noise visible on the ra channel. Ts also discussed questioning the patient on where they were and what they were doing at the time of the episode. In addition, ts indicated to perform testing with the patient in the clinic to rule out other potential issues, such as a device header set screw issue or a rv lead integrity issue, though ts indicated that it would be odd for a set screw issue to suddenly appear approximately three (3) months after implant. Also, ts noted they could perform an x-ray to confirm that the rv lead is in a stable position from implant. The lead remains in-service. No patient symptoms or adverse patient effects were reported. It was reported that during a treadmill test ten months later, the patient was noted to get the heart rate up quite high, but dropped beats were observed with the high heart rate. T-wave oversensing was noted, and the post-ventricular atrial refractory period (pvarp) extension algorithms mask the intrinsic p-waves, and dropped beats occurred. It was reported that the patient has complete heart block. The t-waves fall anywhere from 240 t0 280 milliseconds (ms) from the qrs. The ventricular refractory period (vrp) was noted to be programmed to 180 to 390 ms. Right ventricular (rv) automatic gain control (agc) is set to 0.5 millivolts (mv). Technical services (ts) discussed that the agc had already been changed from the nominal value of 0.6 mv for an unknown reason. Ts discussed the option of extending vrp to cover the t-waves, making rate response more aggressive, or make the device less sensitive in the rv. Ts discussed considering repeat defibrillation threshold (dft) testing if programming changes are made. Ts also discussed the potential of the proximal end of the rv coil getting close to the atrium or tricuspid valve. X-rays were performed and confirmed the rv lead had moved closer to the tricuspid valve/atrium. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which indicated that a defibrillation threshold (dft) test was performed. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that on the electrogram (egm) of a specific stored episode, this right ventricular (rv) lead exhibited noise on both the rv pace and sense channel and the rv shock channel. This noise was oversensed resulting in pacing inhibition with asystole of greater than two (2) seconds observed. The patient was noted to be pace therapy dependent. Boston scientific technical services (ts) reviewed the episode and questioned if the noise was due to electromagnetic interference (emi), even though noise was not visible on the right atrial (ra) channel of the egm. It was noted that the other lead trending data from the previous two (2) days is stable, which also suggests possible emi. Ts provided guidance to the boston scientific representative (rep) that they could try increasing the gain on this episode to confirm if there is noise visible on the ra channel. Ts also discussed questioning the patient on where they were and what they were doing at the time of the episode. In addition, ts indicated to perform testing with the patient in the clinic to rule out other potential issues, such as a device header set screw issue or a rv lead integrity issue, though ts indicated that it would be odd for a set screw issue to suddenly appear approximately three (3) months after implant. Also, ts noted they could perform an x-ray to confirm that the rv lead is in a stable position from implant. The lead remains in-service. No patient symptoms or adverse patient effects were reported. It was reported that during a treadmill test ten months later, the patient was noted to get the heart rate up quite high, but dropped beats were observed with the high heart rate. T-wave oversensing was noted, and the post-ventricular atrial refractory period (pvarp) extension algorithms mask the intrinsic p-waves, and dropped beats occurred. It was reported that the patient has complete heart block. The t-waves fall anywhere from 240 t0 280 milliseconds (ms) from the qrs. The ventricular refractory period (vrp) was noted to be programmed to 180 to 390 ms. Right ventricular (rv) automatic gain control (agc) is set to 0.5 millivolts (mv). Technical services (ts) discussed that the agc had already been changed from the nominal value of 0.6 mv for an unknown reason. Ts discussed the option of extending vrp to cover the t-waves, making rate response more aggressive, or make the device less sensitive in the rv. Ts discussed considering repeat defibrillation threshold (dft) testing if programming changes are made. Ts also discussed the potential of the proximal end of the rv coil getting close to the atrium or tricuspid valve. X-rays were performed and confirmed the rv lead had moved closer to the tricuspid valve/atrium. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that on the electrogram (egm) of a specific stored episode, this right ventricular (rv) lead exhibited noise on both the rv pace and sense channel and the rv shock channel. This noise was oversensed resulting in pacing inhibition with asystole of greater than two (2) seconds observed. The patient was noted to be pace therapy dependent. Boston scientific technical services (ts) reviewed the episode and questioned if the noise was due to electromagnetic interference (emi), even though noise was not visible on the right atrial (ra) channel of the egm. It was noted that the other lead trending data from the previous two (2) days is stable, which also suggests possible emi. Ts provided guidance to the boston scientific representative (rep) that they could try increasing the gain on this episode to confirm if there is noise visible on the ra channel. Ts also discussed questioning the patient on where they were and what they were doing at the time of the episode. In addition, ts indicated to perform testing with the patient in the clinic to rule out other potential issues, such as a device header set screw issue or a rv lead integrity issue, though ts indicated that it would be odd for a set screw issue to suddenly appear approximately three (3) months after implant. Also, ts noted they could perform an x-ray to confirm that the rv lead is in a stable position from implant. The lead remains in-service. No patient symptoms or adverse patient effects were reported.